Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls and the do not use icon was displayed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report "does not respond to controls" was not replicated or confirmed. The customer's report of "do not use icon" was observed during review of the device logs. However, the only item found in the log, was related to the device failing the power up self test for the nibp function. It is possible that the user observed the power on self test failure screen and did not acknowledge it to clear it. This type of failure does not meet reporting requirements. The nibp module was replaced to resolve the report. All functions were tested and passed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.